Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer's blood glucose level was 250 mg/dl at the time of incident. It was also reported that screen was not completely blank. The customer reports an alarm occurred during the time were buttons stopped responding. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Time advances properly. No frozen screen, screen anomaly or display anomaly noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, stained end cap sticker, minor scratched and cracked display window.